Manufacturer narrative:
The device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis confirmed the no tel-c and the power on reset that was recorded on the save to disk file. The tel-c failure was caused by the power on reset and when the status registers were cleared, tel-c was functional. There was no new power on reset recorded. The analysis was terminated since no new power on reset occurred and the failure could not be reestablished. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use the implantable cardioverter defibrillator (ICD) was interrogated and displayed an electrical reset to vvi / 65bpm and would not allow the use of wireless telemetry while still in the box. The device was not utilized and there was no patient involvement.